Manufacturer narrative:
The complaint samples returned were evaluated and the complaint is confirmed. Visual inspection of the instrument shows fractures, dents and digs on the underside of the strike plate. DHR review identified no deviations or anomalies. A root cause cannot be identified with the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-01329.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Expiration date - na; date implanted - na; date explanted - na.

Event description:
It was reported that during the surgery, while the surgeon was hammering the handle, the impacting plate fractured. The surgery was completed using a different handle.